Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was heating during the case.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description (symptom): camera head heating problem. Action taken at site (diagnosis): inspection. Final report: inspected the camera head and getting minimum heat which is normal to use.checked all settings.camera head is working fine. Job completed: yes. Probable root cause: ch electrical failure, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was heating during the case.